Event description:
The physician attempted to advance an endeavor resolute rx stent to lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion which was exhibiting severe calcification; on return to manufacturing facility damage was noted to the stent. No clinical sequelae were reported. Evaluation summary: no damage was evident to the distal tip. The stent was positioned correctly between the inner marker bands as per specification; the stent of the returned device exhibited deformation to the 1st, 2nd and 3rd distal stent strut segments. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver the stent), patient's condition affected effectiveness of device (severe calcification). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (severe calcification). (B)(4).